Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5107733. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 5107652.

Event description:
It was reported that clinical study patient, (B)(6) study, developed mild rem sleep behavior and was treated with medication. The event was assessed as possibly related to stimulation and not related to the procedure.